Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of below 40mg/dl. Customer indicated that they went on a cruise and went into a diabetic coma. Customer was hospitalized and treated with a glucagon injection. Customer's blood glucose at the time of the call was 96mg/dl. The customer was assisted with changing their basal setting. Customer stated that the drive support cap was normal. There was no indication that the insulin pump over delivered insulin. The customer was advised to follow up with their doctor about their low blood glucose. The product was not returned for analysis.